Event description:
Revision surgery - while the pt was in the recovery room, her hip dislocated (anterior). The cup position was too vertical and anteverted; needed to reposition the cup. The surgeon used a multi-hole cup for a bigger size. He removed and disposed of all implants except the size 20 screw, which he reused.